Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it was reported that patient underwent a revision of left knee implant. There is no information regarding the implants that were revised, not the reason for the revision. It was noted that the revised implants were replaced with legion components. There is no supporting clinical documentation provided for this particular revision. However, a subsequent revision was performed, which has been captured in (B)(4) therefore due to lack of information, a clinical assessment is not able to be performed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that a revision surgery was performed due to pain.